Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the striped suture broke during surgery. Original description: tiger thread broken during surgery.

Event description:
Additional information received from affiliate on 24october2018: it was noted there was a one hour surgical delay. There were no patient consequences or impact to the user. Alternative product was readily available. The procedure was completed with another company¿s implant. The procedure was an transtibial acl procedure. The implant broke into two pieces on the white suture intra-operatively. The patient¿s bone quality was noted to be good. The surgeon was not off axis. The same bone hole was used to complete the procedure. The implant was removed and no debris was left in the patient. The graft and tunnel size are unknown. The implant broke outside of the joint space. The surgeon was pulling on the suture with hands. It was noted the original implant was not easy to remove.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Nonconformance review was performed, overall no nonconformances were identified for part (232447) lot (l187271) number combinations. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).